Event description:
Pt intubated since 8/2. 8/5 noticed a reddened area under endotracheal tube attachment device (etad). Etad removed and discovered the etad pad was displaced, and plastic had been sitting on upper lip. Site was blanching so not a hospital-acquired pressure injury (hapi).